Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: a review of the alarm history revealed consecutive ¿call service (cs) 052/cs054/cs012¿ alarms on 06/15/14. The battery cap or cartridge cap was not returned. Therefore, a test battery cap and cartridge cap were used to complete the investigation. There were no ¿cs052/cs054¿ alarms or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the power pcb or to the cgm module. The reported ¿cs052/cs054/sleep¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and reddish.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.